Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery depleted from 65% to 5% within an hour. Subsequently, the battery fully depleted and the pump shut off. After the pump was turned back on the battery gauge jumped to 100% while disconnected from a power source. The customer's blood glucose was 242 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.